Event description:
This is report 3 of 3, for the transfer set involved in this event. This is a report of a patient who experienced peritonitis. Nine days after the on set, the patient was hospitalized for the peritonitis. However, the treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j03034, h12j26076, h13a08048, h13c07061 and h13d16086. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). The nurse refused to provide information, therefore the initial reporter of the event was the care giver. On an unreported date, the patient experienced a spider bite. Two days after the spider bite, the area of the bite appeared to be black. On the same day, the patient developed a fever and was admitted to the hospital. The patient was diagnosed with having an infection from the spider bite. The infection was treated by cutting out the infected site and inserting a drain into that area. The spider bite infection was also treated with unspecified antibiotics. While in the hospital the patient was diagnosed with peritonitis manifested by extreme stomach aches. The cause of peritonitis was reported to be the spider bite. The spider bite infection and peritonitis were both treated at the same time with two different antibiotics, both administered using IV. At the time of this report the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.